Event description:
Device continuously prompted the combination electrodes or therapy cable was not attached and defibrillator therapy could not be administered to the pt as a result. The reported device was removed and an AED that was on scene was used to deliver defibrillator therapy to the pt. The pt was not resuscitated. The reporter stated the pt outcome was not affected by the alleged discrepancy, due to a lack of pt viability.